Manufacturer narrative:
Reporter¿s complete mailing address was not provided, reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had a sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The account information was documented as unknown in the initial medwatch report. This information has been received and section e1 of this medwatch report has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: concomitant medical products: the device availability was inadvertently documented as 9/4/2018 in the medwatch initial report. The date returned to manufacturer was corrected to 9/14/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit failed for check the triggers and electronic control unit (ecu) function- upper trigger binding at time when it was pressed at the tip of the trigger. During service/repair, it was determined that the upper trigger was binding at times. It was further determined that the stop ring was worn and corroded and the lock slide and coupling labelled were also worn. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.